Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection/cellulitis. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h / 2016; living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider. Warning: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The customer reported that after removing the pod, he noticed a hard lump about the size of a quarter and redness that extended almost to his elbow. He went to an urgent care clinic, was diagnosed with an infection/cellulitis, and prescribed 7 days of antibiotics(sulfameth/trimethoprim). The pod was worn between 36 and 48 hours.